Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. It was noted that the device would not be available for return. Correction to b5: describe event or problem. Correction to h6: device codes.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) noise, oversensing, and pacing inhibition with no asystole reported. It was suspected that there was an incomplete connection between the lead and device. The device was explanted and replaced. No additional adverse patient effects were reported. Correction: it was reported that this pacemaker exhibited right ventricular (rv) noise, oversensing, and pacing inhibition with no asystole reported. It was suspected that there was a partial fracture of the patient's lead. The device was also explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) noise, oversensing, and pacing inhibition with no asystole reported. It was suspected that there was an incomplete connection between the lead and device. The device was explanted and replaced. No additional adverse patient effects were reported.